Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon busted the impaction plate while impacting the cup. Tha case.

Manufacturer narrative:
Reported event: the event reported that a shell impaction platform broke during impaction. Device evaluation and results: visual inspection confirmed that the product's housing was broken in half where the button, pin and housing interface. The button, pin and housing were completely separated. Device history review: review of device history records indicate 59 devices were accepted into final stock on (B)(6) 2015 with no reported discrepancies. Complaint history review: review of complaints for p/n 206270, l/n 45021215 within the trackwise database show no other related complaints. Conclusion: the failure was confirmed. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon busted the impaction plate while impacting the cup. Tha case.